Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20e28-t. D4: medical device expiration date: 2023-04-28. H4: device manufacture date: 2020-12-16. H6: investigation summary: two el200 samples were received, one in sealed packaging and the other in open packaging. The lot number of the sample received in open packaging was unknown, however the sample in sealed packaging was from lot 20e28-t. A connecting link minijet adrenaline 1:10, 000 prefilled syringe was received to assist the investigation. From the information provided by the customer it appears that the nurse attempted to provide a bolus using the link minijet adrenaline 1:10, 000 prefilled syringe via the neutraclear, which could not be administered and resulted in a delay in administering the adrenaline to the patient. Further information provided by the customer indicates that the link minijet adrenaline 1:10, 000 prefilled syringe is supplied with a connector compatibility document, which does not indicate the neutraclear as a compatible valve. The outer box of the syringe also indicates that the component should only be used with a compatible connector. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. Their investigation confirmed that the internal needle of the valve had been damaged the root cause for this type of damage is likely to have been caused by connection with a product with an incompatible internal luer diameter. The internal diameter of the link minijet adrenaline syringe was measured and noted to be 1.11mm, please note the directions for use (dfu) for the neutraclear valve states "neutraclear® is compatible with all male luer simple or lock certified iso 594 which internal diameter is larger than 1.5mm". Use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. A review of the production records for lot 20e28-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported three neutraclear needle-free connector had flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: "patient was present in the emergency department and experienced a cardiac arrest. IV access was established and as patient required intravenous adrenaline as part of protocol attempts were made to administer the IV adrenaline via the neutraclear bung. It was described as being difficult to get connected and once connected the drug could not be administered. The patient subsequently required intra-osseus access to be established. The rn involved said outcome for the patient was death. However the patient was an out of hospital arrest with a poor prognosis. The outcome for the patient is not judged as being a result of the failure of the device or the incompatibility issue."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported three neutraclear needle-free connector had flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: "patient was present in the emergency department and experienced a cardiac arrest. IV access was established and as patient required intravenous adrenaline as part of protocol attempts were made to administer the IV adrenaline via the neutraclear bung. It was described as being difficult to get connected and once connected the drug could not be administered. The patient subsequently required intra-osseus access to be established. The rn involved said outcome for the patient was death. However the patient was an out of hospital arrest with a poor prognosis. The outcome for the patient is not judged as being a result of the failure of the device or the incompatibility issue."